Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the polaris spectra system control unit (scu) for the navigation system was replaced. The representative reported that the reported issue occurred again. A new calibration target cable was shipped to the representative, however confirmation of resolution has not been provided. The suspect scu was returned to the manufacturer for analysis. The scu was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the camera on the navigation system was cycling at start up. It was reported that the camera cable and software had previously been replaced on the navigation system. There was no patient present when this issue was identified. No additional information was provided.